Manufacturer narrative:
(B)(4). Implant date ¿ sometime in 2010. Concomitant medical products - unknown cup/ pn and ln unknown, unknown liner/ pn and ln unknown, unknown stem/ pn and ln unknown. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02608, 0001825034-2017-02609, 0001825034-2017-02610.

Event description:
It was reported that patient had a second revision approximately six years post operative due to unknown reasons. Attempts have been made to obtain additional information; however no information is available at this time.

Manufacturer narrative:
(B)(4). Upon reassessment, it was identified that the product was not involved in the reported event. The report should be voided.